Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned to manufacturer

Event description:
According to the reporter, the user experienced after urinary catheterisation, that a piece of the tip of the catheter was missing. No pain or fever. Blood in urine for two weeks and then stopped. The user assumes that the catheter tip must have been passed. X-ray negative for broken off catheter tip in urethra or bladder.